Event description:
It was reported that the patients battery was no longer working. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was not released by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2022 from date manufacturer was made aware.